Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking to the stent and removal difficulties were encountered. The physician had predilated the 75% lesion in the proximal circumflex with a 3.0 x 10 mm cutting balloon. He then deployed the taxus express2 3.5 x 20 mm drug eluting stent at 14 atms and deflated the balloon. The balloon moved approximately 5 mm, but then became stuck in the stent. As a portion of the balloon was in the left main and the remainder was inside the stent in the circumflex, they did not inflate the balloon to try to release it. The physician manipulated the guide catheter and the guide wire back and forth unitl the balloon was released from the stent and retrieved. No pt injuries or complications were reported.